Event description:
We received this device following a warranty repair. On closer analysis, a fault was detected during therapy. The device reliably recognised the condition and issued corresponding alarms. Despite several enquiries, we have not received any information about the incident and therefore have no reason to assume that patients, users or third parties have been harmed.